Event description:
Same case as: 2134265-2013-07288, 2134265-2013-07290. It was reported that an automatic pullback failure occurred. Vascular access was gained via femoral artery. During the left heart catheterization procedure, they performed auto pullback but the motor drive unit was unable to do it. No patient complications was reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The product was received in good condition with no visible damage or defects observed. The unit meets specifications. The unit successfully underwent a continuous burn-in overnight. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product.(B)(4)

Event description:
Same case as: 2134265-2013-07288, 2134265-2013-07290.it was reported that an automatic pullback failure occurred.vascular access was gained via femoral artery. During the left heart catheterization procedure, they performed autopullback but the motor drive unit was unable to do it. No patient complications was reported.